Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had buttons loss color and word on them, to press act button harder and more than once, battery cap plastic was chipping, bottom of insulin pump near medtronic wording was chipped off, grinding sound when priming and rewinding and changing batteries about 2 and half 3 weeks. The insulin pump will not be returned for analysis.